Event description:
School nurse tested customer's blood glucose and received a result of 48mg/dl. The customer was given a juice box, about an hour later the customer began to have high blood glucose symptoms. Their blood glucose was checked again with a result in the 200's mg/dl. The customer was given something to bring down glucose level. Unk if controls were in use. A request was made for the return of the suspect device and replacement product was sent.